Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The next day after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection (inj) vancomycin (1000 milligram (mg), frequency, duration and route not reported) and inj amikacin (100 mg; frequency, duration and route not reported) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported on an unreported date, all antibiotics were stopped. At the time of this report the patient was recovered from this peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.